Event description:
Starting a morning in 2002, this pt noted some problems with urinary frequency and a sense of incomplete voiding. Pt did not notify clinical coordinator until next scheduled f/u visit.